Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced occlusion alarms occurring occasionally. Caused blockage was likely at the site due to infusion set cannula was bent and had lumps on abdomen and at the sites; event on (B)(6) 2026. The site of insertion was abdomen.